Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: cannula is leaking contrast when being used. We think it is through the port, but is tricky to tell, as the patient has their arms above their head and the injection is started remotely.

Manufacturer narrative:
H.6 investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: cannula is leaking contrast when being used. We think it is through the port, but is tricky to tell, as the patient has their arms above their head and the injection is started remotely.